Manufacturer narrative:
The manufacturer previously reported information alleging device failed active exhalation verification test during pm. There was no harm or injury reported. The device was not in patient use. Device was not returned to manufacturer service center for evaluation and/or repair, but a flow sensor, solenoid valve and a proportional valve were returned to the manufacturer's product investigation lab (pil) for investigation. Assumption that these parts were replaced in order to address the initial issue of the device failing the active exhalation verification test during preventive maintenance. Pil visually inspected the trilogy evo system flow sensor for visual defects and found none. Pil installed the trilogy evo flow sensor on the trilogy evo test unit and ran therapy for approximately 1 hour and the flow sensor operated without issue. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for active exhalation control module verification at pretest and aecm verification and flow verification at posttest and passed all testing. Pil concluded that the flow sensor operates as designed. Pil visually inspected the trilogy evo solenoid valve for visual defects and found none. Pil installed the trilogy evo solenoid valve on the trilogy evo test unit and then tested the solenoid valve on the pil trilogy evo multifunctional test station for active exhalation control module verification and active exhalation control module solenoid current verification at pretest and active exhalation control module verification at posttest and passed all testing. Pil concluded that the solenoid valve operates as designed. Pil visually inspected the trilogy evo proportional valve for visual defects and found none. Pil installed the trilogy evo proportional valve on the trilogy evo test unit and then tested the proportional valve on the pil trilogy evo multifunctional test station for active exhalation control module verification at pretest and active exhalation control module verification at posttest and passed all testing. Pil concluded that the proportional valve operates as designed.

Event description:
The manufacturer received information alleging device failed active exhalation verification test during pm. There was no harm or injury reported. The device was not in patient use. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.